Event description:
Pt called pharmacy because infusion pump was malfunctioning. Pt awoke with pump beeping with display reading "clamp off." Pt tried realign cassette, but alarm persisted. Pt reports not having any signs/symptoms of not receiving or too much drug. Pt does not know, when the pump started beeping. Pt had already switched to back up pump scheduled delivery of replacement pump for pt. No other info known. 'Did the product fault occur while in use with a pt: yes. Did the product issue cause or contribute to pt or clinical injury: no.' Pt was transferred to apsr to have a new pump delivered and was instructed to return malfunctioning pump. Dose or amount: 77nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2017. Diagnosis or reason for use: pah.